Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Medtronic representative reported via email high blood glucose levels. Customer's blood glucose level was in the 400-600 mg/dl range. Customer experienced diabetic ketoacidosis and was advised to speak to their doctor to see if they should go to the emergency room. Customer was not receiving insulin properly so they stopped using the insulin pump and instead were using pens. Customer was having issues with their phone and had stated they will call back to get back on the insulin pump.